Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up wil be sent when analysis is completed.

Event description:
The hcp reported the pt's pump was refilled in 2007 with dilaudid (20 mg/ml) and marcaine (20 mg/ml) delivering 0.921 mg/hour. Two days later, the pt presented to the emergency room (ER) complaining of anxiety. The patient felt the pump was not functioning properly. Four days after presenting to the ER, the pt continued to verbalize complaints; the hcp noted no increase in dosing was performed. The next day, the hcp stated "the pump was causing withdrawal and then (the patient) was getting too much medicine". The patient was also self medicating with unknown drugs. The pt refused to have diagnostic studies performed on their pump. The pump's medication was aspirated and sent for quantitative analysis. Two months later, the hcp removed the medication from the pt's pump and replaced it with normal saline (3.4 mg/day). A month later, the pt's pump was explanted. The pt recovered without sequela.